Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the rubber coating on the tip of the hemopro tissue welder jaws came off. The reporter did not know when the failure occurred during the procedure. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold silicone jaw boot (rubber coating on the tip) was peeling away from the cold metal jaw. The crack/tear pattern of both pieces matched and formed a complete assembly. The distal portion of the torn silicone boot was securely fixed in position on the curved metal jaw. When the proximal portion of silicone jaw boot was examined at the boot tear, no adhesive was present on curved metal jaw assembly. There was no blood visible on the device. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformances associated with the lot #.